Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 40 mg/dl. Juice and glucose tablets were consumed to address the bg level. It was thought that as the customer was a new pump user, the basal settings needed additional adjustment and was the suspected cause of the low bg. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider.